Manufacturer narrative:
The initial reporter, who contacted the manufacturer at the behest of the patient's family member, did not provide a last name, street address, or zip code it was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 4.5 inr on the coaguchek xs system while a comparison lab returned as 3.4 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.